Event description:
It was reported that an asymptomatic but pacemaker dependent patient received an alert for high, out of range hv lead impedance. The patient was scheduled for further testing. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.